Manufacturer narrative:
Since it was reported that a pt coded, we will consider the report to have been a serious injury. The invivo device was not in use before, during or after the code was called and there was no adverse outcome to the pt. There was no allegation and there is no indication that the invivo device was a factor in the code or in the pt's outcome. The decision to not monitor a conscious sedation, pt was a clinical decision outside the use of the monitor.

Event description:
The user reported that they had a conscience sedation case and the pt coded.